Event description:
Medtronic received information from a literature article regarding transcatheter aortic valve implantation (tavi) in patients with a bicuspid aortic valve. All data was collected from an international (canada, spain, italy, poland, and singapore) multi-center registry between january 2005 and april 2014. A total of 108 patients were included in the study population. Patients were implanted with either an edwards sapien valve (n = 61) or a medtronic corevalve (n = 47; predominantly male; mean age 77 years). No unique device identifier numbers were provided. Among all corevalve patients, 8 deaths occurred within one year of tavi. The authors did not directly correlate any of these deaths to medtronic product. Among all corevalve patients, adverse events included: intervention (second tavi, conversion to surgery, or balloon valvuloplasty) for valve malposition from first deployment; valve embolization or migration; life-threatening bleeding; major vascular complication; acute kidney injury; stroke; coronary artery obstruction requiring intervention; rehospitalization for valve-related dysfunction; new permanent pacemaker implantation; paravalvular aortic regurgitation (moderate to severe); heart failure; and elevated aortic valve gradient (= 20 mmhg). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: dcs (accutrak delivery catheter system), serial/lot #: unknown, ubd: unknown, UDI#: unknown. Citation: yousef a, et al. Transcatheter aortic valve implantation in patients with bicuspid aortic valve: a patient level multi-center analysis. International journal of cardiology. 2015;189:282-8. Doi: 10.1016/j.ijcard.2015.04.066. Epub 2015 apr 11. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.